Manufacturer narrative:
Follow-up #1: date of submission 12/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: review of the alarm history revealed call service alarm (012) recorded on june 15, 2014. There was no activity outside normal use observed in the black box data. During investigation, boluses were performed and recorded correctly without call service alarm or any error, alarms or warnings occurring. The pump was determined to be operating within the required specifications and investigation did not duplicate the alleged call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.